Manufacturer narrative:
(B)(4). The lot was manufactured between october 10, 2012 to october 12, 2012. Evaluation summary: one actual unit was received for evaluation. Visual inspection on the unit (via the naked eye) showed no signs of blockage or abnormality that could have caused the reported condition. A functional test was performed by filling the unit with water. After fill, evidence of flow was visually observed at the distal luer. Flow continued without any problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. The customer stated that flow stopped after 100 hours of use and about 100ml of unknown solution remained in the bladder. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.